Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the no image event occurred due to faulty quantum board. A root cause cannot be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no serial digital interface (sdi) 1 image and the printed-circuit board failed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, on shipping and installation (including delivery) the input image from the sdi terminal was not displayed on the high definition liquid crystal display (lcd) monitor. Inspection and testing of the returned device found no serial digital interface (sdi) connector 1 image and a printed-circuit board failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.